Event description:
It was reported that one electrode channel had hi and a further two channels had increasing impedances. Electrodes 4 and 5 have been turned off. Electrodes 11 and 12 were turned off at first fitting.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.